Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a temperature alarm occurred. There was no reported impact to customer's blood glucose. Customer declined to troubleshoot or to provide additional information regarding the event. Reportedly, customer had manual injections available as alternate insulin therapy.